Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the right scissor blade was broken off of the instrument. The blade had fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. No other damage was found. Per the information provided by the initial reporter, the broken blade was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci s prostatectomy procedure the surgeon tried to close the monopolar curved scissors instrument, but the tip didn't move and one of the tips fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.